Event description:
The tip protector was separated from the transfer set after the transfer set was changed. This happened at the patient's home, while the patient was wearing the transfer set. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the

Event description:
Procedure: lap chole. According to the reporter: the plastic tip of the device gradually came off while in use. The pieces did not fall into the patient's cavity. There was no problem with the devices activation. The doctor managed to complete the procedure while trimming the device. Operating time was not extended. There was no additional bleeding and/or tissue resection. There was no tissue damage. The pt status is ok. No other pt info available.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The returned sample returned did not show any leakage during the plant evaluation, and attached easily. The lot number was not known so no batch review was performed. In this case the evaluations did not find any evidence of any problem. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.